Event description:
It was reported that an ilet user experienced hyperglycemia, confirmed by fingerstick at 421 mg/dl, after dinner while using a contact infusion set; the user and support staff verified the cartridge, connector, and tubing with no apparent issues, and no device alerts or alarms occurred. Symptoms included elevated blood glucose. Outcomes included the need for troubleshooting and user education without hospitalization. Investigation included walkthrough of infusion system components and user guidance. Investigation of this case revealed no visible occlusion or hardware malfunction, suggesting insulin was not effectively delivered to the body despite intact tubing, with the cause remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.